Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a slit on the tubing of a clearlink system continu-flo solution set. This issue was identified when the nurse connected the device to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.